Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a kangaroo e-pump adapter. The customer reports that the adapter piece of the power cord that attaches to the wall began smoking. There is a small hole in the adapter where it burned through.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.